Manufacturer narrative:
The returned product was patent and it met requirements for the leakage test. However, upon physical inspection of the patient line assembly connections, it was observed that the most proximal luer connector on the patient assembly was no longer adhered to the patient line tubing. Adhesive was observed in the interior and exterior of the connection. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the luer connector where the catheter is connected to the system was found to be loose when the system was first unpackaged. It was also reported that there was no patient involvement.